Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked from an unspecified location. Reportedly, the customer did not overfill the cartridge. A new cartridge was successfully loaded to address the event. The customer's blood glucose level was 180 mg/dl.